Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-06270 for the associated device information. It was reported to boston scientific corporation that two wallflex biliary stents were used in the ampulla to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6) 2024, the stent (subject of manufacturer report # 3005099803-2024-06270) was explanted as it had migrated and another wallflex biliary stent (subject of this report) was placed. The stent was successfully deployed; however, during removal of the delivery system, the inner sheath sheared off and was left inside the duct. The detached inner sheath was removed using a grasper, and the procedure was completed. There were no patient complications reported as a result of this event.